Manufacturer narrative:
PMA/510(k) # k210476.investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Needle broke, bottom portion, not in patient. Patient outcome: did any unintended section of the device remain inside the patient¿s body? No. Was the patient hospitalized or was there prolonged hospitalization? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedures? No. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? N/a. Patient/event info - notes: are images of the device or procedure available? Hospital probably has them. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end. Were any other defects (other than the complaint issue) observed on the device prior to return? No. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? If the device is a procore needle, is the device damage located at the notch / core trap? Unknown. Was gaining access to the target site difficult? Unknown. Was the device used in a tortuous position? Unknown. Was puncture of the target site difficult? Unknown. Please describe the anatomical location of the intended target site lungs 7l. Please describe the size of the intended target site. Unknown. If not with the device in question, how was the procedure performed and/or finished? With another cook needle. Was the device damaged in packaging prior to removal? Unknown. Was the device damaged on removal from packaging? Unknown. Was force required to remove the device? Unknown. Did the patient require any additional procedures as a result of this event? No. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? Unknown. What is the scope manufacturer and model number that was used? Fuji scope - model unknown. Was resistance felt while inserting the device through the scope? Unknown. Was the scope recently serviced / repaired? Unknown. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Unknown. Was the syringe used during the procedure, after the stylet was removed? Unknown. Was difficulty experienced while retracting the needle? Unknown. Was it possible to fully retract the needle into the sheath before removing the device from the patient? No the entire scope had to be removed. Was the endoscope in a flexed or twisted position at any time during the procedure? Unknown. Was the stylet partially removed when advancing the needle into the target site? Unknown. How many samples were obtained (passes completed) with this needle? 0 did any section of the device detach inside the patient? Unknown. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? Unknown. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? Unknown. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? Unknown. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Unknown.

Event description:
This follow up MDR is being submitted to capture the lab evaluation conducted on 05-apr-2023.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation and an update to the investigation conclusions on (B)(6) 2023.

Manufacturer narrative:
PMA/510(k) # (B)(4). Device evaluation 1 unit of lot c1821901 of echo-hd-22-ebus-o-c was returned opened in its original packaging. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on (B)(6) 2023. The needle was observed to be broken approx.4.4cm from the tip of the sheath. A proximal kink below the sheath extender was observed. Through the investigation it was established that the proximal kink which were observed during the lab evaluation most likely came about as a result of the transport returns process. Document review including IFU review prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c1821901 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1821901. The notes section of the instructions for use which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ and "this device is intended for use with an olympus ebus scope". There is evidence to suggest that the customer did not follow the instructions for use in relation to the type of scope used root cause review a definitive root cause could be attributed to user error as the user used the device with an incompatible device, as per information provided, a fuji scope was used and as per IFU ¿this device is intended for use with an olympus ebus scope¿, therefore the user did not follow the instructions for use. It is not possible to know how the device performs with an incompatible device therefore the distal needle break could have been induced by the scope. Image review n/a summary complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.